Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000059913."

Event description:
It was reported that the patient never had effective pain relief. The patient had multiple reprogramming sessions but were unsuccessful. As a result, surgical intervention took place where the ipg was explanted and replaced with a competitor ipg to address the issue. It is unknown if the leads were explanted and if there were any complications. Investigation was unable to determine which of the leads attributed to the event.